Event description:
Clinical trainer reported while running a sterilization cycle the sterilizer fell off of the countertop onto the floor. The noise created during the incident left a ringing sound in her ears.

Manufacturer narrative:
While running a sterilization cycle the unit fell off the countertop. The noise from the event caused a ringing sound in the clinicians ears. The clinician was evaluated and returned to work.